Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were sticking and required several presses before responding. The patient confirmed that there were no cracks or tears to the keypad. The patient also confirmed that there was no known trauma to the pump. The patient stated that the pump was occasionally exposed to moisture. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the audio bolus button was found to be torn. The damaged audio bolus button will allow contamination to permeate the button contact negatively impacting the button function; this issue is obvious and detectable to the user and should alert the user to discontinue use of the pump. Also unrelated to the complaint, the pump paint was found to be peeling; this issue has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.